Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, the user reported persistent high blood glucose (bg) levels after a supply change. The agent identified the issue as likely caused by a bad site and guided the user through a full supply change. Insulin delivery was successfully resumed. The highest blood glucose (bg) recorded was 299 mg/dl, with bg elevated for approximately 17 hours. Bg was corrected after the supply change. No symptoms were reported, and no medical intervention was required at the time of call.